Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that on (B)(6) 2011 at 10:00 am the patient obtained a blood glucose reading of 450 mg/dl and at 10:30 am a reading of 500 mg/dl. The patient experienced no symptoms of high or low blood glucose levels. A review of the pump history revealed that on (B)(6) 2011 the pump was primed with only 0.2 units instead of 0.7 units and that this occurred prior to the patient being taken to the emergency room. Troubleshooting revealed the pump settings, basal setting, date/time and programming were correct, and there were no issues with the infusion site or infusion set. There is no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient's technique may have been incorrect by priming the pump with a smaller amount than usual of insulin. The patient allegedly suffered blood glucose levels suggesting severe hyperglycemia while using the pump, therefore this complaint is being reported.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: an "ezprime" operation was performed with no difficulties noted. The pump was used after the original complaint date and all histories and black box data has been overwritten. Review of the current total daily dose basal delivery shows pump was delivering accurately up until the last date used by the patient. Typical usage alarms and warnings were observed in the black box downloads. The pump was exercised for 29 hours and given a flow accuracy test; the pump was found to be delivering accurately as designed at the conclusion of testing. Investigators were unable to duplicate or confirm the complaint due to overwritten data; no defect was found. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.